Event description:
The attachment spindle which threads into suspension tube backed out the tube allowing the lamp head to fall from ceiling hitting patient and surgeon. Surgeon was preliminarily evaluated for possible concussion/head trauma, the patient for soft tissue injury to abdomen and bilateral lower extremities. Facility refused to provide additional information to maintain confidentiality.

Manufacturer narrative:
The suspension system was not correctly installed because the roll pin was not installed. It appears that over 14 years of use, the main arm eventually became unscrewed from the suspension tube and detached. This scenario can happen if the system is not properly installed. Customer has possession of the unit which remains out of service.